Manufacturer narrative:
This lead was explanted and replaced on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient was admitted to the hospital with a vt storm. A hemodynamically instable sustained vt with a heart rate of approximately 160 bmp was seen. The vt1-zone of the crt-d was programmed to initiate therapy starting from 170 bpm. During the initial phase the vt was recurrent but stopped after drug therapy and deactivation of the lv lead. No obvious cause for the vt - other than the known ischemic cardiomyopathy with reduced ef - was detected (no electrolyte unbalance). During hospital stay, vts recurred again and were terminated by the ICD with atp. Additionally, the patient suffered from fever. Chronic treatment with amiodarone was not continued because of qt-prolongation and reduced tsh in a prior hospitalization in 2019. The investigator assessed this event as probable related to the patients medical history. The event log of the crt-device showed inconsistent signals of the rv and lv during the initial event which led to ventricular fibrillation on (B)(6) 2019, hinting at a possible lv lead problem. The current checkup showed that the lv lead had a complete exit block. The chest x-ray revealed a dislocation of the lv lead into the superior vena cava. Thus, we suppose that possibly the initial event was triggered by a partial dislocation of the lv lead. Currently, the lv lead is deactivated and the patient scheduled for lead revision on (B)(6) 2019. Cardiopulmonary resuscitation was performed for 10 minutes and the patient was defibrillated multiple times. The patient was endotracheally intubated for 1 day and then successfully withdrawn from ventilation. The following drug therapy was applied: ajmaline, amiodarone infusion, unacid therapy, carbimazol therapy and sotalol. The lv lead was deactivated and later activated again without recurrence of vt. For diagnostics crt-d control, ECG, thyroid sonography and lab test were done. A chest x-ray was done.